Event description:
Pt reported that during a bolus delivery to treat an elevated blood glucose level (474 mg/dl), the device generated a low cartridge warning, but the insulin cartridge was half full. After the device's piston rod was retracted (during phone troubleshooting) the piston rod started spinning-no insulin would come out during attempt to prime and piston rod just continued to spin. No treatment had been received at time of report.